Event description:
It was reported that an arthroscopic basket was being used to release the biceps tendon during surgery. When the bicep was released, the tip of the instrument broke leaving a small piece of metal within the joint. The surgeon was able to locate the metal piece and safely remove it.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.